Event description:
Contact in (B)(4) reported that a patient was implanted with spinal fixation devices from l1-l6. Seven days later, follow up x-ray showed that the setscrew used to secure the rod within the screw at l6 had loosened and had come free. Another surgery was performed to address this issue.

Manufacturer narrative:
Implants have not been returned for evaluation at this time. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. If evaluation concludes something other than what is listed above, a follow up report will be filed.